Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to t-wave oversensing via a remote transmission. Programming changed were performed. The patient is in stable condition.